Event description:
Pt states, on (B)(6) 2010, had his ice pack on his arm for about 10-15 minutes when he started to feel a burning sensation on his arm. Called (B)(6) and was told to rinse it off with water and go to his local ER. Reporter checked by the ER physician and was diagnosed with third degree burn and chemical burn. Pt reported, taken the ice pack to the hospital where it was discarded.